Event description:
Sterile glove used during vaginal exam had imprint of ink from packaging on it. Unclear on how long this may have been occurring. All gloves were pulled from patient care areas (l&d, triage & ap) replaced with gloves from l&d or.